Event description:
On 11-nov-2021, intuitive surgical, inc (isi) became aware of a clinical journal article titled, ¿robot assisted minimally invasive esophagectomy: safety, perioperative morbidity and short-term oncological outcome a single institution experience¿ (sayed, a., goel, et. Al. 2021). Within the journal article, operative complications involving da vinci surgical procedures were noted: the article cited that there were 6 robotically assisted minimally invasive esophagectomy (ramie) that were converted to open procedures. Two cases were converted to open because of a tracheal injury in one patient and a bronchial injury in another patient. Each injury was repaired primarily and covered by pleural based flap. Per the journal article, "both these patients were extubated after completion of the procedure and had usual postoperative course. Neither of the two patients was readmitted to ICU because of any respiratory complication." Two patients were converted because of bulky tumors deemed unsafe for robotic dissection and one of these patients was unresectable even after conversion. Two patients were converted because of dense pleural adhesions. Isi has reached out to the author to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complications cannot be determined or is unknown. There is no allegation of a da vinci product malfunction. As a result, no products are expected for return and analysis. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted at this time due to lack of instrument detail and lack of specific event/procedure detail. No image or video clip for the reported event was submitted for review. System or instrument log reviews could not be performed due to lack of system, procedure, and instrument detail. Based on the information provided at this time, this complaint is reportable due to the following: within the clinical journal article titled ¿robot assisted minimally invasive esophagectomy: safety, perioperative morbidity and short-term oncological outcome - a single institution experience¿ operative complications involving da vinci surgical procedures were noted. Two procedures were converted to open surgery because of a tracheal injury in one patient and a bronchial injury in another. The injuries were repaired. However, the root cause of the alleged injuries are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.